Manufacturer narrative:
Infection has also been previously reported for this patient under MFR #s: 2916596-2021-05865, 2916596-2022-12541. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a follow-up visit it was noted that patient had a "knot" and discharge from their driveline exit site on (B)(6) 2022. Wound cultures came back positive for methicillin-sensitive staphylococcus aureus (mssa) on (B)(6) 2022. The patient was placed on daptomycin followed by ciprofloxacin and doxycycline on (B)(6) 2022. On (B)(6) 2022, the patient was advised to continue on doxycycline for one more month. The infection resolved by (B)(6) 2022.